Event description:
It was reported that the pt underwent a lead revision to move the lead about 1.5 yrs ago. No pt symptoms were reported. Additional info has been requested, but was not available as of the date of this report.